Event description:
A patient underwent a port placement procedure using powerport clearvue isp. It was reported that prior to a port placement procedure, the device was allegedly found with missing some items. Reportedly, the device was allegedly found with wrong items in kit. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an unsealed product tray containing components such as one port, two right angled non-coring needle, one cathlock, peel-apart sheath and one flushing connector. The investigation is inconclusive for the reported component misassembled and component missing issue as the product was received in an unsealed condition and therefore the original state of the device cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using powerport clearvue isp. It was reported that prior to a port placement procedure, the device was allegedly found with missing some items. Reportedly, the device was allegedly found with wrong items in kit. There was no patient contact.